Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient's nurse via ms&s that the patient has a dual hickman line. The patient pulled on one lumen and broke one of the legs in january. Instead of the physician repairing the line, the physician folded over the silicone leg and sutured it together. Ms&s recommended repairing or removal of the broken line(s) as soon as possible. They are continuing to use one lumen of the line as the patient's family is refusing to allow the line to be changed out.